Event description:
It was reported that the customer asked for suggestions as cunningham clamp was sticking to the skin when patient tried to remove it, and they had to carefully peel the skin away from the foam. The patient had tried vasoline and cortisone cream, but they had not helped. Bd representative explained that skin developed oil and moisture from naturally perspiring throughout the day. It could likely be that moisture was causing skin to adhere to the foam, which contains latex. Petroleum did break down latex, so they did not recommend using it and suggested applying powder to the skin to see if that would block some of the moisture. Per follow-up via phone on (B)(6) 2022, it was reported that troubleshooting was conducted regarding the cunningham clamp. The customer was advised to use talcum powder in order to ease the removal of the clamp and the powder did not irritate their skin upon removal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation and further investigation was not conclusive. Although a specific cause cannot be determined, a potential root cause for this event could be, "defective steel material for ratchet" based on the risk document. The device was used for treatment purposes. It is unknown if the device had met all relevant specifications or resulted in the reported event. A DHR review cannot be performed as the lot number is unknown. The instructions for use were found adequate and states the following: "the bard cunningham incontinence clamp instructions for use, baw0320115 revision 0, was reviewed and found to be adequate as it states: "after repeated usage and proper maintenance (see washing instructions), inspect the product for signs of deterioration or damage (cracking, discoloration, separation of foam). The clamp should be replaced every 3 months, or sooner if the foam deteriorates." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer asked for suggestions as cunningham clamp was sticking to the skin when patient tried to remove it, and they had to carefully peel the skin away from the foam. The patient had tried vasoline and cortisone cream, but they had not helped. Bd representative explained that skin developed oil and moisture from naturally perspiring throughout the day. It could likely be that moisture was causing skin to adhere to the foam, which contains latex. Petroleum did break down latex, so they did not recommend using it and suggested applying powder to the skin to see if that would block some of the moisture. As per follow-up via phone on 06sep2022, it was reported that troubleshooting was conducted regarding the cunningham clamp. The customer was advised to use talcum powder in order to ease the removal of the clamp and the powder did not irritate their skin upon removal.